Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump kept asking for rewind and had stuck button alarm. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device received with all buttons responding properly. No stuck button alarms noted. Device passed self test, rewind, seating, basic occlusion test, occlusion test, force sensor test and displacement test. No rewind anomaly noted. However, device received with corroded motor home switch. Device received with corroded electronic assemblies and corroded battery tube.